Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events known possible undesirable events and cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes menometrorrhagia, abnormal uterine bleeding and autoimmune symptoms (seen as autoimmune disorder). All events are serious due to medical significance. Menometrorrhagia and uterine bleeding are anticipated in the reference safety information for essure, whereas autoimmune disorder is unanticipated. Other non-serious events were also reported. Changes in the pattern or amount of menstrual bleeding may occur following essure placement. In this particular case the consumer experienced menometrorrhagia and abnormal uterine bleeding and had to undergo a laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy three years after insertion. She also reported that the uterine bleeding had resolved after essure's removal. Thus, considering the events' nature, the causality between them both and essure cannot be excluded. Regarding autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding eventual allergic reaction its components). Therefore, causality between autoimmune disorder and essure was assessed as unrelated. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune symptoms") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("unusually heavy menses / heavy clots"), fatigue ("extreme fatigue"), weight increased ("significant weight gain"), dysmenorrhoea ("bad menstrual cramps"), guttate psoriasis ("guttate psoriasis") and allergy to metals ("allergic to nickel") with rash and hypersensitivity. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the menometrorrhagia, autoimmune disorder, menorrhagia, fatigue, weight increased, dysmenorrhoea, guttate psoriasis and allergy to metals outcome was unknown and the uterine haemorrhage and pelvic pain had resolved. The reporter considered menometrorrhagia, uterine haemorrhage, autoimmune disorder, pelvic pain, menorrhagia, fatigue, weight increased, dysmenorrhoea, guttate psoriasis and allergy to metals to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes menometrorrhagia, abnormal uterine bleeding and autoimmune symptoms (seen as autoimmune disorder). All events are serious due to medical significance. Menometrorrhagia and uterine bleeding are anticipated in the reference safety information for essure, whereas autoimmune disorder is unanticipated. Other non-serious events were also reported. Changes in the pattern or amount of menstrual bleeding may occur following essure placement. In this particular case the consumer experienced menometrorrhagia and abnormal uterine bleeding and had to undergo a laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy three years after insertion. She also reported that the uterine bleeding had resolved after essure's removal. Thus, considering the events' nature, the causality between them both and essure cannot be excluded. Regarding autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding eventual allergic reaction its components). Therefore, causality between autoimmune disorder and essure was assessed as unrelated. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and abnormal uterine bleeding ('abnormal uterine bleeding / abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, esophageal reflux, psoriasis and hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune symptoms"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("unusually heavy menses / heavy clots"), fatigue ("extreme fatigue"), dysmenorrhoea ("bad menstrual cramps"), guttate psoriasis ("guttate psoriasis") and allergy to metals ("allergic to nickel") with rash and hypersensitivity and was found to have weight increased ("significant weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia, autoimmune disorder, heavy menstrual bleeding, fatigue, weight increased, dysmenorrhoea, guttate psoriasis and allergy to metals outcome was unknown and the abnormal uterine bleeding and pelvic pain had resolved. The reporter considered abnormal uterine bleeding, allergy to metals, autoimmune disorder, dysmenorrhoea, fatigue, guttate psoriasis, heavy menstrual bleeding, menometrorrhagia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, uterine haemorrhage, autoimmune disorder, hypersensitivity, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and abnormal uterine bleeding ('abnormal uterine bleeding / abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, esophageal reflux, psoriasis and hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune symptoms"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("unusually heavy menses / heavy clots"), fatigue ("extreme fatigue"), dysmenorrhoea ("bad menstrual cramps"), guttate psoriasis ("guttate psoriasis") and allergy to metals ("allergic to nickel") with rash and hypersensitivity and was found to have weight increased ("significant weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia, autoimmune disorder, heavy menstrual bleeding, fatigue, weight increased, dysmenorrhoea, guttate psoriasis and allergy to metals outcome was unknown and the abnormal uterine bleeding and pelvic pain had resolved. The reporter considered abnormal uterine bleeding, allergy to metals, autoimmune disorder, dysmenorrhoea, fatigue, guttate psoriasis, heavy menstrual bleeding, menometrorrhagia, pelvic pain and weight increased to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, uterine haemorrhage, autoimmune disorder, hypersensitivity, allergy to metals. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events known possible undesirable events and cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received : reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.